Event description:
It was reported that the pt's right hip surgery took place on (B)(6) 2005. Pt complains right hip is painful.

Manufacturer narrative:
The pt is (B)(6). At this time, the pt was unable to identify the devices implanted. Add'l info has been requested, and if received, will be provided in a supplemental report.